Manufacturer narrative:
The retention material of lot 28811300 was measured on a urisys 1800 with native urine, a nitrite dilution series, erythrocytes dilution series, a glucose dilution series, a protein dilution series and a specific gravity dilution series. The results of the measurements fulfill our requirements. No false positive results were observed.

Manufacturer narrative:
The "urisys 1000 urine analyzer" in the initial MDR should have been "urisys 1100 urine analyzer".

Manufacturer narrative:
Na.

Event description:
The customer complained of questionable protein, glucose, ketones, erythrocytes, and nitrite results for 1 patient urine sample tested with chemstrip 10 md urine test strips on a urisys 1000 urine analyzer serial number (B)(4). Of the data provided, there was a discrepant nitrite result compared to a laboratory analyzer. The nitrite result was positive on the urisys 1000 analyzer. The nitrite result was negative on the laboratory analyzer. The laboratory method was asked for but not provided. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer material was provided for investigation. Medwatch fields were updated. The retention material of lot 28811300 and the customer material of lot 28811303 were both measured on a urisys 1800, a cobas u411, a urisys 1100, and the customer's urisys 1100 with a native urine, a nitrite dilution series, erythrocytes dilution series, a glucose dilution series, a protein dilution series, and a specific gravity dilution series. The results of the measurements fulfill the requirements. No false positive results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.